Event description:
It was reported that during central processing, the maryland bipolar forceps had thermal damage to the pulley cover. There was no patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information: thermal damage was first observed during the cleaning and sterilization process, not intraoperatively or after the procedure. No arcing occurred during the previous procedure, so related details about the event or associated instruments are not applicable. The patient was not injured. The instrument was inspected prior to use, and no damage or irregularities were found. The surgeon was unable to determine the cause of the thermal damage or confirm any collision with other energy instruments. Should arcing have occurred, its cause is also unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Root cause is attributed to insulation degradation and carbonized tissue creating a conductive path.